Event description:
It was reported that during a follow up in clinic, premature battery depletion was suspected on the device and an increase in threshold was noted. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of premature discharge of battery and capture issues could not be confirmed. The device was received with normal telemetry and output. Analysis performed, including capture test did not identify any functional issues. Longevity assessment found the device was operating at the end of service (eos) consistent with normal usage. During analysis, a failure event was observed which was unrelated to the reported event. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. Feedthrough leak test was performed, indicating no sign of hermeticity breach. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. Corrective actions have been taken to address the issue.